Event description:
Technician alleged that the wheels ratchet side to side when the brake is engaged. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.